Event description:
Report received of the device not alarming for an occlusion, or when the door was opened. During testing by the user facility, it was reported that when the pump door was opened, the pump "sounded like it was running" and there was no alarm. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.